Event description:
It is reported that surgery was delayed for 30 minutes when the surgeon was only able to partially insert the guide because part of the blade was impinging on the reamer guide.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: as returned, the patella reamer blade exhibits some burnishing marks around the outer diameter at the height of the labs. The mating patella reamer guide was not returned for eval. A probable cause of the incompatibility between the patella reamer blade and the reamer guide cannot be definitively determined. Eval: device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of 6 months at the time of failure.